Event description:
Patient was recently trained on (B)(6) 2024 and set for manual mode 10hz/25% for 15 minutes. Patient was also set up on therapy 1 at 11/12/13hz 30-40% 5 mins each cycle totaling 15 mins. Per patient relative, the patient used the smartvest through the weekend and on monday they called 911 for patient experiencing chest pain. Patient was subsequently hospitalized and was released. Doctors determined patient was having muscular discomfort likely from the smartvest therapy. The patient relative states the patient does need airway clearance therapy (act) for congestion and states the patient has been medically cleared.

Manufacturer narrative:
Patient/patient representative reported hospitalization. Device instructions for use include contraindications for use that require an individualized clinical assessment and careful consideration by the physician prior to prescription.